Event description:
It has been reported to philips that the customer was not able to perform fluoroscopy. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The customer reported to philips. The customer informed the philips remote service engineer (rse) that the system was displaying a message indicating "fluoroscopy not possible - reselect application." Despite the customer performing a soft reboot, the issue persisted. Furthermore, the customer observed that all lights on the footswitch were inoperative during the incident and reconnected the footswitch connector to the table. The rse recommended that the customer select an alternative application group and attempt to take exposures again. Following this advice, the customer successfully took exposures after changing the application group. The customer opted to replace the wired footswitch because of the sporadic nature of the problem. After which, the system was working as intended. The codes were updated based on the investigation outcome.